Manufacturer narrative:
The customer shipped the device to spacelabs for depot repair. The device was received and evaluated by an equipment service center technician and the reported problem was verified. The technician reported that the device had a lot of dust build up and the fan on the video card does not work. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The reported failure was due to a build up of dust in the unit a faulty fan on the video card.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station would freeze up and become non-functional. There was no patient or user harm associated with this event.